Event description:
Reporter indicated that vns pt has developed an infection in the lower chest wall incision. The area reportedly tested positive for mrsa and sensitive to clindamycin. Primary care physician indicated that the pt's condition is currently stable. The pt was evaluated by infectious disease personnel who indicated that there was a superficial dehiscence of the wound overlying the generator. There was no evidence of cellulitis, fluctuance or drainage from the wound and the pt's caregivers reported that pt had no fever. The left breast was significantly larger than the right and there was a sensation of fluid around the generator. The pocket was aspirated and 12cc of yellow, clear fluid was removed. No antimicrobials were prescribed. It was reported that the aspirated fluid tested negative for organism growth after 24 hours and that infectious disease personnel believed that the site was not infected. It was reported that the pt was at a high risk for infection due to the presence of the fluid, but that there is no evidence of a device-related infection at this time. Further follow-up revealed that a raised linear area that crosses perpendicular to the neck incision subcutaneously has recently been noticed. It is believed that the lead wire is protruding. Investigation to date has been unable to determine whether there is fluid behind the lead or infection around the lead.